Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this atrial lead dislodged and caused phrenic nerve stimulation. A successful repositioning procedure was done and the lead is now working appropriately. To date, there have been no adverse patient effects reported.